Event description:
In late 2007, a male patient was implanted with a gore propaten vascular graft in the left leg. A bypass procedure was performed from the superficial femoral to the peroneal artery. The patient lost primary patency and assisted primary patency on unknown dates. In early 2008, the patient lost secondary patency of the graft. It is unknown whether a reintervention was performed. Additional information received from physician on 03/06/09. This patient was a limb salvage with compromised inflow and outflow. The graft lasted less than a month and salvage was not an option as this was a heroic effort.